Event description:
It was reported that the handpiece runs when the trigger is not activated. It is unk if there was pt or user injury, or any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer. However, the complaint could not be replicated. Internal components were evaluated and multiple components were found to be corroded, which is most likely caused by improper cleaning/sterilization techniques. The handpiece was repaired and returned to the customer.